Event description:
It was reported that the external pulse generator lost power/turned off while connected to a patient. It was further reported that there was adequate battery voltage upon receipt into the biomedical department. It was noted that the last service date on the unit was in april of 2005. Per the caller, looking at the battery contacts they looked as good as could be expected, shiny and not deformed. No film or residue on the contacts of the battery. It was further noted that the generator's serial number was not associated with a field action. The caller also stated they are seeing more of this occur with the generators in their possession. The generator was returned for service. The caller stated that they thought there was "some kind of intervention" but no patient complications have been reported as a result of this event.

Event description:
It was reported that the external pulse generator lost power/turned off while connected to a patient. It was further reported that there was adequate battery voltage upon receipt into the biomedical department. It was noted that the last service date on the unit was in april of 2005. Per the caller, looking at the battery contacts, they looked as good as could be expected, shiny and not deformed. No film or residue on the contacts of the battery. It was further noted that the generator's serial number was not associated with a field action. The caller also stated they are seeing more of this occur with the generators in their possession. The generator was returned for service. The caller stated that they thought there was "some kind of intervention" but no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the customer comment that the generator shut itself down. Analysis did find the upper case and both bail covers were broken, that the lower case was contaminated, the lead flex cover was corroded, the battery contacts were compressed, one bail and the ring were bent and the keyboard window was scratched. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.